Event description:
The clinical representative (cr) was present for a seeg case on 03-feb-2021. The surgeon complained of a lagging/slow rosa pc when planning the trajectories. He stated that when zoomed in, in cross sectional mode, while flipping through slices there was significant lag.

Manufacturer narrative:
Analysis of the data did not permit to find a cause for the slowness of the planning station. The planning station would need to be returned to the manufacturing site for further investigation. However, since no recent similar issue was reported, it was decided that the planning station would not be replaced, and that the investigation could be closed. UDI corrected : (B)(4).

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
The clinical representative (cr) was present for a seeg case on (B)(6) 2021. The surgeon complained of a lagging/slow rosa pc when planning the trajectories. He stated that when zoomed in, in cross sectional mode, while flipping through slices there was significant lag.